Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tnl result from a single pt that was generated by the synchron lx i725 instrument. The accu tnl result was 5.95 ng/ml. The customer did not provide information if the result was reported out of the lab. The customer indicated that the original sample form the pt was retested for accu tnl. The repeated accu tnl result for the pt was 0.05 ng/ml. There has been no change to pt treatment or any injury that can be attributed to this event.